Event description:
This report is being filed after the subsequent review of the following journal article: naqvi, g., cunningham, p., lynch, b., galvin, r. And awan, n. (2012). Fixation of ankle syndesmotic injuries: comparison of tightrope fixation and syndesmotic screw fixation for accuracy of syndesmotic reduction. The american journal of sports medicine, 40, 2828-2835. This cohort study compared the treatment of acute ankle syndesmotic diastases with either synthes device, transosseous syndesmotic screw fixation, or the device of a competitor. Forty six of 55 eligible patients participated in the study from july 2007 to june 2009. Each group had 23 patients: 16 men and seven women in the transosseous syndesmotic screw fixation group, 17 men and six women in that of the competitor; mean patient ages were 39.82 years and 41.65 years respectively with mean follow-up of 2.5 years (range 1.5-3.5 years). Single slice axial computed tomography scans of both ankles together were performed at the level of syndesmosis, one centimeter above the tibial plafond. A greater than two millimeter widening of syndesmosis compared with the untreated contralateral ankle was considered significant malreduction. Results showed five patients in the transosseous syndesmotic screw fixation group experienced malreduction; no cases of malreduction were reported in the group of the device of the competitor. The authors concluded that care must be taken to accurately reduce the syndesmosis before fixation. Both devices are valid options for treatment of syndesmotic injuries; however, the device of the competitor provides and maintains more accurate reduction of syndesmosis and obviates the need for routine implant removal. This report is for an unknown screw. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Naqvi, g., cunningham, p., lynch, b., galvin, r. And awan, n. (2012). Fixation of ankle syndesmotic injuries: comparison of tightrope fixation and syndesmotic screw fixation for accuracy of syndesmotic reduction. The american journal of sports medicine, 40, 2828-2835. This report is for an unknown screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.